Manufacturer narrative:
Product analysis #707190121:performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment of a counters invalid message was confirmed. It was also determined that the telemetry connection was lost. Continuation of d10: product ID en1sr01, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated data summary report displayed the observation that some counters were invalid. No patient complications have been reported as a result of this event. It was determined at analysis that the mobile programmer application lost telemetry connection.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment of a counters invalid message was confirmed. It was also determined that the telemetry connection was lost. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.